Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, - 18.00/+1.0/044 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during delivery into the patients left eye (os). The reporter indicated the foam tip plunger detached from the injector, overrode and tore the lens during delivery. There was no patient injury or any product malfunction. The surgeon did not implant another lens.

Manufacturer narrative:
(B)(4).